Manufacturer narrative:
Follow-up #1: date of submission 12/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: the black box shows ¿loss of prime¿ warnings associated with non-zero low force. A rewind, load cartridge and prime sequence we successfully completed. The pump was exercised for 24hrs on a 1 unit per hour basal program; no loss of primes were duplicated during this time. The force sensor calibration check showed the pump is not detecting the correct force. The pump cover and force sensor was removed for investigation. The force sensor resistance was found to be in specifications. There was no evidence of contamination or cracked force sensor traces observed. The complaint was verified in the black box but was not duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient is with a new pump and reported multiple loss of prime alarms. The reporter stated that the patient;s blood glucose (bg) was 297 mg/dl with lethargy and 0.3 ketones. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient had called yesterday and was told to change cartridge to a different lot number. The patient stated the continued to get loss of prime alarms. The patient and reporter felt there was something wrong with the pump. The reporter stated that the basal history was checked and the basal history showed a listing with a basal rate of 0.825 then three minutes later it showed a basal rate of 0.00. These do not coincide with priming times. The reporter was concerned about pump safety therefore the patient was being placed on alternate therapy and wanted a replacement pump. This report is being made due to the prime issue.